Event description:
The following was reported by a davol sales representative: on (B)(6) 2012 - the ventralight st patch was rolled using the tines and was deployed through the skin incision. After repair was complete the surgeon grasped the inflation balloon around the medial aspect at the "r" on the "bard" logo and not at the indicated arrow, and began to pull out. All connectors freed and the balloon was pulled to a 10 mm trocar which when attempting to pull through it got "hung up". The balloon then tore which 1/3 of the balloon remained in the abdomen. Both the trocar and the 2 pieces of the balloon were removed from the trocar incision site. Once both pieces of the balloon were pulled out, they were inspected and noted to be intact with all of the connectors in place. The event did not result in any adverse patient outcome. As an event of this nature could in theory result in the need for surgical intervention to locate and remove any portion of the device that could come free, an MDR is being filed to document this event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation one section of the balloon was found to have torn completely away from the rest of the balloon. The instructions for use identifies trocar size recommendations. Product code (B)(4) recommends using a 15 mm trocar size. The sales representative stated the surgeon began removing the balloon was grasping the bard logo of the balloon. The IFU states "begin removal of the echo ps positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard logo. Begin pulling the positioning system off the mesh in one smooth motion." Continue removing the echo ps positioning system by pulling it up to the tip of the trocar. Remove both the echo ps positioning system and trocar simultaneously." Removing the balloon by the contraindicated point allows significantly more force on the balloon when being brought to the point of the trocar. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. The reported event is consistent with the evaluation of the device as user error.